Manufacturer narrative:
The three visu-loc clip appliers used in this surgical procedure and their lot#, date of mfg., and expiration date is given below. There was no harm to the patient. Lot #: 00126124, mfg. Date: 1/6/2016, expiration date: 11/28/2018; 00126124, mfg. Date: 1/6/2016, expiration date: 11/28/2018; 00127393, mfg. Date: 4/12/2016, expiration date: 02/28/2019.

Event description:
During a laparoscopic procedure sleeve procedure, three clip appliers were used. All three clip appliers used in the procedure jammed. There was no harm to the patient.